Event description:
General report received of an unspecified number of undocumented incidents of leaks; subsequently, blood loss was noted. After unspecified lengths of time in use, the clave ports were accessed with prefilled saline syringes. It was reported that upon removal of the syringes, the silicone sleeves of the clave ports remains in the depressed position. The clave ports were then accessed to deliver unspecified contrast medias via power injectors. The customer contact reported the contrast medias leaked when delivered through the clave ports and unspecified volumes of blood loss was reported. The tubing sets were replaced and the procedures were initiated. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded.